Event description:
It was reported that a patient, (B)(6) underwent a right-sided atrial flutter procedure with a thermocool® sf nav uni-directional catheter and suffered heart block av third degree which required implantation of a temporary pacing wire and overnight observation. It was noted that this patient had a long medical history of poor cardiac health with multiple past surgeries. While the physician ablated at the cavotricuspid isthmus (cti) line, the patient spontaneously went into complete heart block. The physician monitored the patient and continued to ablate until he achieved bidirectional block. Once the procedure was completed, the patient¿s normal sinus rhythm did not return, so the physician inserted a temporary pacing wire and admitted the patient overnight. In the morning, the physician confirmed that the patient¿s normal heart rhythm had returned. No further interventions were required and the temporary pacing wire was removed. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. Per 21 cfr, part 803, this complaint is reportable. The product has not been returned. The product investigation is pending.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female underwent a right-sided atrial flutter procedure with a thermocool sf nav uni-directional catheter and suffered heart block av third degree which required implantation of a temporary pacing wire and overnight observation. It was noted that this patient had a long medical history of poor cardiac health with multiple past surgeries. While the physician ablated at the cavotricuspid isthmus (cti) line, the patient spontaneously went into complete heart block. The physician monitored the patient and continued to ablate until he achieved bidirectional block. Once the procedure was completed, the patient¿s normal sinus rhythm did not return, so the physician inserted a temporary pacing wire and admitted the patient overnight. In the morning, the physician confirmed that the patient¿s normal heart rhythm had returned. No further interventions were required and the temporary pacing wire was removed. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 1-carto 3 rmt (serial #(B)(4), model # m-5830-01) 2- stockert (serial and model # unknown) 3-cool flow pump (serial and model # unknown) 4- cs catheter (lot# 16073581m, model #d-1263-06-s) (B)(4).